Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error, a broken force sensor was detected during seating or regular delivery and frozen display. The customer¿s blood glucose level was unknown. The customer was unable to clear the alarms. Customer reports the time clock does not advance. The customer was advised to revert to back up plan. Troubleshooting was performed for frozen display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error and frozen screen due to critical pump error alarm. The motor was tested outside of the device and passed.